Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to urethral atrophy and incontinence. It was noted that the physician feels that the cuff was not initially placed in the correct location. The aus was explanted and replaced. The cuff size was changed. There were no additional patient complications reported.